Manufacturer narrative:
This report is submitted on december 15, 2017, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient developed skin irritation with re-occurring discharge and skin breakdown at the implant site. Subsequently, the patient was treated with silver nitrate cream locally, and a course of oral antibiotics (date not reported). The implanted device remains insitu. The patient will continue to be routinely managed by their healthcare provider.